Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by murky white effluent. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient had peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.